Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 330cc mentor smooth round high profile saline breast prostheses, suffered several unexplained systemic symptoms, including fatigue, brain fogginess, memory loss, difficulty concentrating, mixing up words, word loss, muscle and joint pain, dry skin and hair, premature aging in the face, weight loss, inflammation and pain in hands and feet, dry eyes, vision spots, poor sleep and insomnia, adrenal fatigue, hyperactive thyroid, difficulty swallowing, ibs, leaky gut, small intestinal bacterial overgrowth, persistent bacterial infections, fungal infections, cold hands and feet, ears ringing, heart palpitations, hard to get a deep breath, swollen lymph nodes, dehydration, excessive thirst, very frequent urination, numbness and tingling in hands and arms, anxiety, depression and panic attacks. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient underwent bilateral removal without replacement on (B)(6) 2019. This medwatch form is for the left breast prosthesis.